Event description:
It was reported that during patient use, the autopulse platform continued to display a "realign patient" message and stopped compressions after about 3 rounds. The crew realigned the patient several times then restarted the platform. The platform performed 3 rounds of compressions and then stopped again. The crew removed the autopulse and reverted to manual CPR (exact length of time was not provided) for the rest of the call. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Customer indicated that they tested the platform with a resuscitation mannequin during the previous shift on (B)(6) 2014. The platform appeared to work fine during the training session. The autopulse and doll were moved around several times to simulate movement in the vehicle. Customer stated that all appeared to be working well. However, when a patient is placed on the platform, the results were different as described. (B)(4). The autopulse platform in complaint was returned to zoll on 02/03/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection was performed and the motor cover was found to be damaged. The reported complaint could not be duplicated or confirmed during functional testing. The platform was evaluated using a test manikin and a large resuscitation test fixture (lrtf) with both li-ion and nimh batteries for approximately 15 minutes each, and no problems were observed. The platform performed as intended during functional testing. The autopulse platform's archive data was reviewed. There were no user advisories on the reported event date consistent or related to the reported complaint. Unrelated to the complaint, both user advisory (ua) 17 (max motor on time exceeded during active operation) and user advisory 12 (lifeband not present) codes were observed. There were no mechanical issues identified with the platform that may have caused or contributed to the observed ua codes. A cause for the ua 17 could not be determined. The ua 12 likely occurred as a result of the lifeband belt clip not being detected in the platform's spool shaft due to improper installation of the lifeband. Based on the investigation, the part(s) identified for replacement was the damaged motor cover. In summary, the reported complaint could not be confirmed or duplicated during either functional testing or review of the platform's archive data. Following service, including replacement of the damaged motor cover, the device passed all testing criteria.